Event description:
The customer reported that the system intermittently failed to boot to a usable state or exhibited self-rebooting. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.